Event description:
It was reported the device had an eri (elective replacement indicator) message. Reset was selected, and the battery voltage showed 2.72v and was ok. Ttms (transtelephonic monitoring) has been done since that time, and the rate is still at bol (beginning of life). The recommendation was made to bring the patient in to verify the battery voltage. The device remains in use. No patient complications were reported as a result of this event. It was later reported that the device was explanted due to elective replacement indicator. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device had an eri (elective replacement indicator) message. Reset was selected, and the battery voltage showed 2.72v and was ok. Ttm (transtelephonic monitoring) had been done since that time, and the rate was still at bol (beginning of life). The recommendation was made to bring the patient in to verify the battery voltage. The device remains in use. No patient complications were reported as a result of this event.